Event description:
It was reported that during a scheduled follow up, the device was unable to interrogate and there was no pacing on the electrocardiogram even with magnet application. It was also reported that at an earlier date, the patient "felt heat over the device" and there was high battery impedance noted during the last follow up. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis indicated that the device had lifted hybrid bond wires.